Event description:
It was reported the rigid video laparoscope did not show any picture at all on the monitor. The issue was found during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dirt in objective lens and dents and scratches on outer tube. A definitive root cause could not be identified. No problem was detected. Olympus will continue to monitor field performance for this device.